Manufacturer narrative:
This report was initially submitted following notification from a customer in belgium regarding a false positive (resistant) cefoxitin screen result for staphylococcus aureus in association with the vitek® 2 ast-p652 test kit (ref 421857, lot 8021421403). Pbp2a and disk diffusion testing were performed as alternative methods and both obtained negative/susceptible results. The customer did not save the strain; therefore, the isolate was not received by biomérieux from the customer. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Vitek® 2 ast-p652 lot 8021421403 met final qc release criteria. The lot passed qc performance testing.see section h10.

Event description:
A customer in (B)(6) notified biomérieux of a false positive (resistant) cefoxitin screen result for staphylococcus aureus in association with the vitek® 2 ast-p652 test kit (ref (B)(4), lot 8021421403). Repeat analysis with the vitek® 2 ast-p652 test kit was not performed. Pbp2a and disk diffusion testing were performed as alternative methods and both obtained negative/susceptible results. Vitek® 2: cefoxitin screen = positive (resistant), oxacillin mic <= 0.25 mg/l (aes modified to resistant). Pbp2a: negative cefoxitin disk diffusion: susceptible. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.